Event description:
The facility returned the device for service. During service error 810:11 was reported. The hospital representative stated there was no patient injury or medical intervention since pump was last serviced. No additional contact information was provided.